Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with an olympus automated endoscope reprocessor model etd3, using korsolex disinfectant. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus deutschland gmbh (ode). Ode sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument, the air/water channels of the device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user facility that the device could not be adequately reprocessed and is potentially contaminated. Microbiological test results are not available at this moment and the device remains in quarantine. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.